Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2015 with the following findings. No damage found to keypad. All buttons are unresponsive. Keypad removed. No damage found to button contacts. Moisture visible in display. Pump case is cracked near top right corner of display. Leak test verifies leaks at display lens and crack in case. Pump opened and moisture damage found on printed circuit board, including keypad flex connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.